Event description:
Complainant: name: (B)(6), ga date of report: november 18, 2025, subject: administration of illegal, non-FDA-approved injectable substance ¿ severe injury & hospitalization I am reporting a serious public health threat involving body by (B)(6), located at (B)(6). On (B)(6) 2023, I received cosmetic injections from (B)(6). The injections contained an illegal, non-FDA-approved substance that was not labeled, not documented, and not sourced from any verifiable medical supplier. Following the injections, I experienced: severe infection high fever abscesses tissue hardening disfigurement difficulty walking life-threatening complications hospitalization for over one month there was no licensed medical professional supervising the procedure despite the business claiming to have an acting medical director. This business is endangering the public by administering substances that are likely adulterated, misbranded, imported illegally, or otherwise unapproved by the FDA. I request an immediate investigation into: the origin of the substance used whether it contains silicone, pmma, hydrogel, or other banned materials whether the business is distributing or purchasing illegal medical substances I am willing to provide medical records and communications. Signed, (B)(6). Radiesse or scrulptra, merz aesthetics & dermik labs.